Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Normal total creatine kinase (ck) results were obtained on the patient. The customer collected samples in 6 ml plastic bd lithium heparin non-gel tubes. The customer centrifuged samples at 3000 rpm (rotations per minute) for 10 minutes at room temperature in a swinging bucket centrifuge. Specimens were sampled from the primary tubes. Quality control (qc) was within specifications on (B)(4) 2007. A system check performed on (B)(4) 2007, was within specifications. The event log did not contain errors as of (B)(4) 2007. Customer product line support (cpls) laboratory tested the patient sample and obtained neat troponin value of 0.83 ng/ml. Dilution studies indicated non-linear recovery and the addition of heterophile blocking agents reduced the neat dose concentration significantly to 0.00 ng/ml, indicating "heterophile interference" in the patient's sample. Heterophile interference is the root cause of the event. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus, troponin (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported elevated troponin-I (accutni) results above the acute myocardial infarction (ami) cutoff on multiple samples from one patient involving access 2 immunoassay system. Lower results were obtained via an alternate methodology. The results were reported out of the laboratory and questioned by the physician and pathologist due to not correlating with creatine kinase-mb (ck-mb) results. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.